Event description:
Boston scientific received information that during a routine in-clinic follow-up, high pacing thresholds along with high out of range pacing impedances, were exhibited with this right atrial lead. The physician surgically intervened and successfully reestablished the lead's position, as a chest x-ray confirmed the lead was dislodged. No adverse patient effects were reported and to date, the lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.